Event description:
Edwards received notification of an evoque in tricuspid position where after successful deployment of the valve, the patient experienced an rv (right ventricular) perforation with the safari wire as the team was attempting to gain height at the last part of the procedure, prior to device release. This led to ventricular tachycardia and the small effusion that existed at the beginning of the case grew significantly and moved from the apex of the heart to the posterior aspect. The physician team chose to tap and upon removal of fluid from the pericardium, the patient began to drop pressures. The physician team chose to open the thoracic cavity in the room and the surgeon treated the patient to contain the bleed. Additional information received through the clinical specialist stated that there was arrythmia upon final release of the valve. There was no treatment reported. This is where the physician thinks the perforation could have occurred. The small pericardial effusion at baseline was contained but got worse during the procedure. The patient remains intubated and the prognosis was not good but seems to be slightly improved at the time of the call with the clinical specialist. As per the latest information, the patient remains in the hospital.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The complaint for delivery system and/or guidewire pushed into ventricular wall was confirmed with other empirical evidence. No manufacturing non-conformities were identified from the imaging evaluation. Available information suggests that excessive guidewire pressure when the safari wire used to attempt to gain height at the last part of the procedure and the runs of vt and hyperdynamic small rv may have contributed to the rv perforation.

Event description:
Additional information received from the clinical specialist stated that there were no usability issues- the patient did have intermittent runs of vt (ventricular tachycardia). The guidewire was initially placed in the rv (right ventricle) apex but appeared to be a bit more anterior and apical when it is suspected the perforation occurred. The perforation possibly occurred between ventricular expansion and final release and the delivery system was in normal position. There was an intentional push during atrial expansion to raise the valve. The surgeon told the clinical specialist after he thought he may have pushed too hard. As per medical opinion, the patient had mushy tissue as described by the surgeon. He also thought he may have pushed too hard with the wire. The runs of vt and hyperdynamic small rv may have contributed as well. The last update was that the patient remains in the hospital but slowly getting better.